Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 16 mg/dl. Customer was sleeping and went low. Customer bolused, but did not eat. Infused too much insulin. Customer was transported to hospital by ambulance. Paramedics treated with glucagon. The current blood glucose reading is 85 mg/dl. Nothing further reported.